Manufacturer narrative:
The device was returned and investigated. Returned device analysis could not confirm the reported difficult to open or close (gripper actuation - single) as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue at this time. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation issues. It was reported that during device preparation, one gripper would not fully lower. There was no issue noted with the other gripper - it raised and lowered appropriately. Troubleshooting maneuvers were performed: the grippers were raised and lowered and the clip arms were raised and lowered; however, the gripper would still not lower appropriately. The device was not used and there was no patient involvement. There was no additional information provided regarding this issue.